Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that her skin became chapped and she broke out where ever the lifevest touched. The area is dark red and hurt. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a powder by a physician. Patient reported that as it was healing, the area began to peel and was itchy. Follow up indicated that the irritation is getting better.